Manufacturer narrative:
H10: correction -- manufacturer's investigation conclusion.

Manufacturer narrative:
A direct relationship between the device and the reported infection could not be determined. Upon evaluation of (B)(4), there were two incidental findings of thrombus found in the pump cover and the cuff lock's latch arm was found to be bent. The center reported that the patient had a pseudomonas driveline infection beginning on (B)(6) 2018. The patient was hospitalized, had surgery, was treated with unspecified changes to their medication, and was given oral antibiotics. It was reported that the infection resolved on (B)(6) 2018. The patient received a transplant on (B)(6) 2018 and (B)(4) was returned for analysis. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was returned assembled with the pump cable severed approximately 12 inches from the pump housing. The modular cable and the severed portion of the pump cable, measuring 15 inches, were returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was returned and both cuff lock arms appeared visibly bent; neither arm was aligned with the lock-out tracks when pushed into the lock-out position. Furthermore, the cuff lock latch spring was bend upwards. The apical cuff was not returned. These deformations affected the locking ability of the cuff lock. A test apical cuff was unable to be inserted around the inflow cannula, as the cuff lock arms were in the way. A specific cause for the bent cuff lock arms and the bent cuff lock latch spring could not be conclusively determined through this evaluation. As there were no prior complaints related to the cuff lock, it is likely that these deformations occurred during the explant procedure. Initial examination of the textured blood-contacting surface of the inflow cannula prior to removal from the pump housing revealed no evidence of depositions or thrombus formations. Upon disassembly of the (B)(4), examination of the interior of the pump cover revealed a thrombus formation. The denatured structure of the thrombus as well as its lack of adherence to the pump cover surfaces suggests that it likely did not form there. The specific origin of the thrombus as well as a specific cause for its development could not be conclusively determined through this evaluation. No additional depositions or thrombus formations were observed on the remaining blood-contacting surfaces of the device. The rotor and rotor well revealed no evidence of depositions of thrombus formations. Visual inspection of the rotor well did not reveal any obvious surface scratches or defects. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the infection resolved on (B)(6) 2018. The patient remained ongoing on vad support until (B)(6) 2018 when they received a transplant. The reported lvad pump was returned under (B)(4) as a return only. Refer to (B)(4) for an evaluation of the device. Driveline, localized, pump pocket and pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a major infection (pseudomonas drive line infection), was hospitalized, had surgery, had changes to medication, and was given oral antibiotics. Infection was resolved.